Event description:
Overdelivery due to user misprogramming reported. The pump was to be set for delivery of morphine in a 1mg/ml concentration at a continuous rate of 2mg/ml. Several hours after a container change, the pump alarmed for air-in-line and the bag was empty. The pt was noted to have increased drowsiness. Her baseline blood pressure was 120's/60-70 and it dropped to 88/60. Respiratory status was unchanged. The pump was discontinued and the pt received narcan 0.1mg IV. The morphine effects wore off over time and the pt's blood pressure returned to baseline. There were no adverse sequelae. It was noted then that the pump was set for a concentration of 0.1mg/ml and an infusion rate of 2.0mg/hr.